Manufacturer narrative:
Qn# (B)(4). The reported complaint for blood in the helium pathway is confirmed based on the attached picture. The product was not returned for investigation. The picture shows an iabc bladder with blood inside it. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the bladder. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via the customer "iabp balloon was [clotted] inside the patient and balloon not able to take out. No blood found in catheter lumen and not stopped [pumping] later patient condition was bad then found balloon [not] inflating properly. Then patient expired they are not able to take out the balloon from patient. They cut lumen and take out balloon separately".the patient's condition is reported by the facility as "deceased". Please see associated MDR#: 3010532612-2024-01105.

Event description:
It was reported via the customer "iabp balloon was [clotted] inside the patient and balloon not able to take out. No blood found in catheter lumen and not stopped [pumping] later patient condition was bad then found balloon [not] inflating properly. Then patient expired they are not able to take out the balloon from patient. They cut lumen and take out balloon separately".the patient's condition is reported by the facility as "deceased." Please see associated MDR#: 3010532612-2024-01105.

Manufacturer narrative:
(B)(4).